Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced hyperglycemia of unclear cause while using an ilet system and received alert 38 indicating consecutive stalled motor following a change of pump supplies; during troubleshooting, a dry run delivered 165 units and the user was advised to replace all supplies. Symptoms included hyperglycemia peaking at 316 mg/dl and polydipsia. Outcomes included no hospitalization, no long-term impairment, and resolution unknown. Investigation included complaint handling review and troubleshooting with the user. Investigation of this case revealed no confirmed device malfunction during the dry run and no defects identified in the user¿s supply batch; the issue was consistent with a potential intermittent motor stall or infusion set or supply-related delivery interruption that could not be replicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.